Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.

Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Event description:
Nine positive advia centaur troponin ultra pt results were reported to the emergency room physician who questioned them and had them repeated. The nine pt samples were tested on a different analyzer and upon repeat the troponin ultra results were negative. One pt underwent a cardiac catheterization. There was no report of adverse health consequences due to the discordant troponin ultra results for the other eight patients.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service engineer (fse) was sent to the site and analysis of the instrument and instrument data indicate that the cause for the discordant results were due to a build-up of a waxy substance partially occluding input-output ports. The instrument has been repaired and it is performing within specifications. No further eval of the device is required.